Manufacturer narrative:
D10 Concomitant Product: FGS-0395-J, FGS-0395-J PILLCAM SB 3 CAPSULE 5-PACK (LOT#66769J) Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on (b)(6) 2026 in the outpatient clinic, first patency capsules were prescribed in the morning. During outpatient visit again on (b)(6) 2026 when it was checked whether the patency capsule had been excreted, it did not come out. An X-ray was taken to check for the shadow of a patency capsule, but nothing was visible/displayed, it was therefore determined that it had been excreted without the patient noticing. A second capsule was taken in the evening on (b)(6 )2026, when the patient visited the hospital again, and the second capsule was checked with a real-time monitor, it was observed to be retained/accumulated in the horizontal part of the duodenum, so it was collected with the upper part scope. When it was immediately transitioned to foreign body removal procedure, the capsule was collected. At that time, there was a patency capsule, so it was collected together. In the horizontal part of the duodenum, a cancerous stenosis was found, but the stenosis was not considered severe.